Event description:
On (B)(6) 2010, patient underwent spine fusion surgery on the lumbar regions at levels l4-s1. The patient was implanted with rhbmp-2 collagen sponge. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, the patient complained of progressively worsening low back pain with radiculopathy into his buttocks and lower extremities. Patient still continues to experience chronic low back pain with stabbing and burning pain radiating down both legs to his toes. He experiences difficulty sitting, standing and walking. Patient injuries prevent him from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.